Manufacturer narrative:
(B)(4). Physio-control evaluated the loaner device and verified the reported issue. Physio replaced the device's user interface pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the physio loaner pool. The customer was sent a replacement loaner device.

Event description:
The customer contacted physio-control to report that the display on their physio-owned loaner device was completely white. A white display can be indicative of a device lockup condition. As a result, defibrillation therapy may not be available, if it was needed. There was no report of patient use associated with he reported event.